Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include an allergic reaction. No lot/serial number has been provided; therefore a review is not possible. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that the patient began therapy with remodulin on (B)(6) 2021 for pulmonary arterial hypertension (pah). The patient's opsite dressing was causing skin to turn red and when removed it would leave skin with cuts and irritated (dermatitis contact). The dressing was withdrawn and treated with hydrocortisone and switched to 3m transpore tape and was working well with no irritation. At the time of reporting, the outcome of dermatitis contact was unknown.